Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage).

Event description:
During the index procedure two endeavor stents were implanted in the lad and 1st obtuse marginal. Approximately 16 months post the index procedure that patient had a gi bleed and was hospitalized. Patient recovered with treatment. The investigator indicated that the event was not related to the study device.